Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received stated that the readings on his sensor were going up and wanted to know if there had been an occlusion that were blocking insulin from being delivered. The patient's blood glucose level was at 185 mg/dl. The customer was told that there is no way to tell for sure if there was an occlusion but the customer was offered trouble shooting. The customer declined the trouble shooting because he did not want to make noise to prevent his wife from waking up. No further information was provided.